Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient¿s blood oxygen saturation decreased to 5%. There was no report of medical intervention. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient¿s blood oxygen saturation decreased to 5%. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.